Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion as a result of the right atrial (ra) lead exhibiting high thresholds. The ipg was explanted and replaced. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.